Event description:
It was reported that during the procedure, the suture broke. Another suture was opened to complete the procedure. Following discharge from the hospital, the patient developed hematoma, which resolved by (B)(6), 2025. The hematoma was managed conservatively using ice packs during the first week post-operatively, followed by warm soaks in the vaginal area during weeks two and three. The hematoma did not require additional treatment or intervention. The relationship of the hematoma to the device was assessed potentially associated with device delivery.

Manufacturer narrative:
Block a2: patient's age: 71-80 years old. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 and g4: this complaint originated in the united states but was reported to boston scientific via survey submission from the united kingdom. Block h6: imdrf device code a0501 captures the reportable event of suture breakage.